Event description:
A nurse reported the during vitrectomy surgery, the probe became blocked and the cutting stopped, but the aspiration continued. The probe was exchanged and the surgery was completed without delay. There was no consequence to the retina, and no pt injury.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).